Event description:
The complainant reported a damage cord/power cord.

Manufacturer narrative:
The lab evaluation confirmed a damaged power cord. The black wire was broken in half, exposing its conductor.